Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet bionic pancreas associated with multiple accidental and inappropriate meal announcements, including announcing meals when not eating, announcing during hypoglycemia, and repeated announcements during alcohol consumption, as well as running out of insulin overnight and temporarily stopping the pump until supplies were replaced. Symptoms included hypoglycemia to 50 mg/dl and hyperglycemia up to 280 mg/dl for a few hours. Outcomes included resolution of lows with oral carbohydrate and improvement after corrective actions, with no medical intervention, no assistance required, and no hospitalization. Investigation included troubleshooting and education on appropriate meal announcements, hypoglycemia and hyperglycemia treatment, ketone action plan, infusion set management, cartridge changes, and device operations. Investigation of this case revealed user-related use errors and therapy interruption due to depleted insulin and sensor detachment, leading to both hypoglycemia and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement behavior and therapy interruption.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.